Event description:
Facility reported an internal blood leak (first use). Estimated blood loss 200cc. No medical intervention. The sample is available for examination. Medwatch filed on the blood loss.